Event description:
While evaluating the device at the repair bench, the technician observed the defib capacitor was testing below spec. The customer requested to return the device to the repair bench for evaluation. Upon evaluation of the device, the technician observed the defib capacitor was testing below spec and should be replaced. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the defib capacitor. The defib capacitor was replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.